Event description:
It was reported that the system does not give battery status inop/alarm before the battery stops functioning. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Initial reporter phone number (B)(6).

Event description:
It was reported that the system does not give battery status inop/alarm before the battery stops functioning. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.